Event description:
It was reported that a customer received a minimum fill notification while attempting to load a new cartridge. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to clean the pneumatic tap area on the pump with an alcohol wipe or lint-free cloth, but reloading the same cartridge did not resolve the issue. The customer disconnected the call when asked to send a picture of the back of the pump. Follow-up efforts included sending a secondary follow-up email to the customer; however, the case was set to be closed as the customer did not respond.